Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision of the patient's right hip on (B)(6) 2019. In supplying documents for a right hip revision on (B)(6) 2020, rep supplied a webops report for a revision of the patient's hip on (B)(6) 2019. Noted on the report: "revision due to dislocation and revised." A trident 0° x3 insert and 36 +2.5 ceramic head were revised to an mdm metal liner, adm/ mdm poly insert, 28 +0 biolox head and adapter sleeve.